Event description:
It was reported that the pt "stopped breathing during implant surgery" which resulted in aspiration pneumonia and five days in the intensive care unit. It was also reported that 72 hours post implant, the implanted neurostimulator was discharged. The pt was able to charge his device. The pt also experienced coupling issues between the recharger and the implanted neurostimulator, which began on (B)(6) 2011. It was suspected the device may have been flipped. The pt also experienced difficulty getting the pt programmer to communicate with his device, and he was unable to adjust stimulation. The pt did not have an antenna. The pt also experienced a loss of stimulation sensation and a loss of therapeutic effect (return of left leg pain). The pt also experienced kidney pain when his device was on. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).